Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes gave erroneous results. No report of medical intervention or serious injury.